Event description:
Neurostimulation helped the patient, but she was never been pain free. This was possibly related to being jarred while in bed soon after implantable neurostimulator implant. The patient was unable to adjust stimulation. She turned the device on one morning and was unable to adjust stimulation levels or turn it back off. The patient was instructed to get a new programmer battery. It was later reported that the stimulation was helpful.